Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/13/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection of the returned product shows the product was cut into pieces, most probably to make removal and replacement possible. However, there were only 2 pieces returned. Considering the condition of the lens additional analysis was not possible. The complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was torn during insertion into the eye. There was no patient injury, no complications, no incision enlargement, no vitrectomy. The iol was removed during the same procedure. The iol was replaced with another iol of the same model and diopter. There were no issues after the surgery. No additional information was provided to abbott medical optics.